Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that biological contamination. Bd phoenix¿ ast broth material no. 246003 - the inside liquid was cloudy (3 tubes);the lid wasn¿t tight and the liquid was spilled out (9 tubes). Repeat testing was performed. No patient impact was reported the following information was provided by the initial reporter: the inside liquid was cloudy (3 tubes);the lid wasn¿t tight and the liquid was spilled out (9 tubes)

Manufacturer narrative:
H.6 investigation summary: this complaint is for foreign material (cloudiness) and low volumes of phoenix ast broth (246003) batch number 2124375. The photos illustrated a tube that was cloudy and a tube that had low volume. Based off the photos, this complaint is confirmed. A review of quality notifications revealed no quality notification generated on the complaint batch. A review of complaints was performed and revealed no additional complaints on the complaint batch. Complaint trending was performed and no trends were identified associated with this defect. A bd ID/ast plant quality will continue to monitor for trends associated with this defect. Please continue to communicate additional concerns. Per baltrmphxidastaph rev 10 version h, ID 15.0, a defective product obvious to user has a severity assessment of s1. Per baltms0184 ver k a complaint with a severity ranking of s1 or s2 may require investigational testing, including retain sample analysis. However, the customer returned photos which were used for the investigation; therefore, a review of retention samples is not required.

Event description:
It was reported by the customer that biological contamination. Bd phoenix¿ ast broth material no. 246003 - the inside liquid was cloudy (3 tubes);the lid wasn¿t tight and the liquid was spilled out (9 tubes). Repeat testing was performed. No patient impact was reported. The following information was provided by the initial reporter: the inside liquid was cloudy (3 tubes);the lid wasn¿t tight and the liquid was spilled out (9 tubes).